Event description:
It was reported by service report that the side rails are stuck in the lowest position and the power cord is missing the ground prong. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Corrosion from fluid intrusion on siderail pivot arms.